Event description:
It was reported that the ventilator displays a various intermittent errors, indicating stop of ventilation. There was no pt involvement. (B)(4).

Manufacturer narrative:
Exchanged parts and more info regarding the event has been requested for investigation. A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).